Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The break in aseptic technique was further described as the patient¿s cat chewing on the lines and contaminating therapy with saliva. The patient was hospitalized for the peritonitis event. Treatment for the event and the patient¿s outcome was not reported. The action taken with pd therapy was not reported. The patient was discharged from the hospital the same day as receipt of this report. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.